Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, the patient presented with chronic back pain, chest pain and abdominal pain. Subsequent chest x-ray indicated a radiopaque object overlying the cardiac silhouette. Furthermore, computed tomography (CT) of chest, abdomen and pelvis revealed 25 mm wire foreign object extended obliquely across the right ventricular apex. It was extended along the septal margin of the right ventricular apex. This was presumed to be an inferior vena cava filter fragment positioned along the right ventricular apex along the septal aspect. There was evidence of a fractured inferior vena cava filter present in the inferior vena cava. A day later, decision was made to remove the strut. After twenty-three days, the patient who presented with a vena cava filter and struts lodged in mid-apical right ventricular septum would like to extract the filter and the fractured struts. One of two fractured strut elements lodged in inferior vena cava was removed, as well as fractured filter itself. Remaining fractured strut in inferior vena cava was unable to be removed and is suspected to be significantly endothelialized into inferior vena cava wall. Therefore, the investigation is confirmed for the filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and embolized to the right ventricle and outside the vena cava into non-vascular soft tissue and struts perforated through inferior vena cava. The device was removed percutaneously. The detached filter strut has not been removed after two attempted but unsuccessful percutaneous removal procedure and embedded in the soft tissue outside the vena cava. The patient reportedly experienced chest pain and abdominal pain. The current status of the patient is unknown.